Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the patient had been getting loss of prime warnings secondary to intermittent power issues. The reporter had contacted animas originally on (B)(6) 2011, and reported a battery cap damaged issue. The patient was sent a replacement battery cap. Through troubleshooting on (B)(6) 2011, the reporter noted that the battery cap kept spinning although she was using the new, replacement battery cap that was sent to her. The reporter claimed that the patient had developed a blood glucose (bg) level of 400 mg/dl during the time of concern and was vomiting. The reporter treated the patient with insulin via injection. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was giving loss of prime alarms, had an intermittent power issue, and the patient developed a symptom of vomiting which can be associated with severe hyperglycemia. However, the patient's injury can be attributed to possible use error since the alleged issues are not likely to cause an adverse event. The battery cap or threading issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The alleged loss of prime issue is also not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unclear as to what actions the patient took prior to developing the elevated bg level and symptom.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: no data in black box or download histories from time of reported issue due to continued use. Loss of prime warnings not observed in the black box. No power issues observed in black box. Daily insulin delivery totals correctly reflected programmed basal rates. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width found to be in specifications. Pump powers on normal with no alarms rewind, load cartridge, and prime steps performed successfully with no alarms. Pump passed 29 hour flow accuracy test and found to be delivering within the required specifications. No loss of primes or power issues occurred during testing. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was opened and no damage found to the force sensor circuit. No damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.